Event description:
It was reported the colonovideoscope had image flickering. The issue occured during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reported malfunction is traced to a light guide bundle fiber breakage, right/left knob, leakage, maximum angulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.